Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed. Customer reported receiving a stuck button alarm. Customer confirmed that the button was pressed for 3 minutes and longer. The customer was unable to clear the alarm. No harm requiring medical intervention was reported. Mmt-1880l was requested and the device was returned. The customer will discontinue the use of the device.

Manufacturer narrative:
The pump passed the self test. The trace and history files were successfully downloaded using thump. All buttons respond properly, and no stuck button alarm was noted during testing. A review of the history files shows that on 9/26/2024 at 21:41 there was a stuck button alarm generated. The pump was cut open and the keypad overlay/button dome switch layer was removed for a visual inspection. No evidence of physical damage or moisture damage was found keypad dome switches or keypad assembly during the visual inspection however, moisture damage was found on the electronics, vibrate harness assembly, keypad flex cable/tail, and inside the battery tube. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, stained serial number label, pillowing keypad overlay, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Stuck button alarm is confirmed due to the moisture damage found on the electronics and keypad flex cable/tail. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.